Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as burning, peeling, bleeding skin. Garments are tight, psr remeasured and gave new garments for comfort. There was no alleged device malfunction contributing to the irritation the patient¿s pharmacist prescribed neosporin and burn cream for the skin irritation. Follow up indicated that the skin irritation improved.